Event description:
Consumer alleges that she fell asleep with a heating pad on her back and awoke to find burns on her thigh. Medical records indicate 3rd degree burn.

Manufacturer narrative:
Medical records indicate the consumer was using narcotics for migraines at the time of the incident, which is a direct violation of the warnings and instructions provided. The consumer also fell asleep while using the heating pad which is a violation of the warnings and instructions provided. The investigation of this product is ongoing and once we are allowed access to all the info we intend to supplement this report, if necessary.